Event description:
It was reported that the patient received inappropriate shocks and was admitted to the intensive care unit at the hospital. The lead integrity alert triggered on the right ventricular lead for a fracture and oversensing. Noise was reproduced with arm movement. The lead therapies were turned off and the sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.